Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump was intermittently powering off after having replaced the pump's battery. The patient stated after replacing the battery the pump would power off at the load step. Due to the pump powering off, the patient replaced the pump's battery again and during the prime step the pump powered off and went back to the verification screen. At the time of the call, animas customer support noted that the patient was unable to confirm if the yellow o-ring was visible. During the call, the patient confirmed she was able to prime the pump successfully and the pump remained powered on. Customer support advised the patient to purchase new batteries and change out battery in the pump and to contact animas if the pump continued to intermittently power off.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that unexplained power events had occurred. The battery compartment and cap were examined and no damage was found. The battery cap was tested and was confirmed to be within specifications. The battery cap secured to the pump and the pump powered on to the verify screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours without power issues or alarms. The power event was observed in the pump black box but could not be duplicated during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.